Manufacturer narrative:
The subject device was not returned to omsc but was returned to olympus (B)(6) (oekg) for evaluation. Oekg checked the subject device and found that the reported phenomenon was duplicated due to the corrosion in the video connector socket, and the scope communication error b30 occurred. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Based upon the information from oekg there was the possibility that the reported phenomenon was attributed to the corrosion of the electrical contacts of the video connector socket due to the using with insufficient drying after the reprocessing, or the deterioration of the electrical contacts of the video connector socket because more than seven years had passed from the subject device had been manufactured. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the preparation for use, the endoscopic image was not displayed and there was no communication. There was no report of patient injury associated with the event.